Event description:
The plaintiff's attorney alleged that the plaintiff experienced a cardiovascular event on or about (B)(6) 2012, after the use of the product.

Manufacturer narrative:
This is one event reported on the same patient involving three separates products and associated with mdrs #1225714-2013-01470, 1225714-2013-01471 and 2937457-2013-00109.